Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, keyboard keys were not responding. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some keys on the keyboard were failed to respond. The technical support specialist connected to the station and performed a reboot. The tss verified that the station application loaded completely after the reboot. The tss confirmed that all keyboard keys were responding properly and verified this with the customer. The system functioned as intended after the technical support specialist resolved the issue.